Event description:
The facility's biomedical engineer reported an infusion pump with a 813:01 failure code that occurred during clinical use. No incident report was filed and therefore the biomed was unable to obtain info regarding the medication involved, pump programming info, clinical contact info, specific pt info, pt status or medical intervention. The biomed noted no adverse outcome resulted.